Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and eventually caused pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.